Event description:
It was reported to philips that low disk space caused cine & flouro unavailability on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced hard disks and restored full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)